Event description:
Customer called wanting to troubleshoot pump as it was dropped from 'rib high' to the shower floor into a puddle of water. Leadscrew did not rotate and the driver block did not move. Customer noted that the leadscrew was a little corroded.